Event description:
A caller reported a malfunction on their tandem pump, identified by malfunction 199 in tandem source. There was no adverse impact to the customer¿s blood glucose level as a result of this malfunction. The customer received instructions and assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.